Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio tightened the device's battery pins and after unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device turned off three times on a call. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Medwatch report # 0003015876-2020-00386 was sent in error. This information is a duplicate of medwatch report # 0003015876-2020-00317. Supplemental MDR reports filed under MFR report # 0003015876-2020-00317 will describe further repairs performed in association with this complaint.

Event description:
The customer contacted physio-control to report that their device turned off three times on a call. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.